Manufacturer narrative:
H6; code 400: damaged firing mechanism. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were disassembled and were found to have damaged firing mechanisms. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a laparoscopic splenectomy procedure. It was reported that the surgeon tried to fire first device which would not lock down properly and subsequently would not fire; the second device which did lock, but broke upon firing; third device fired correctly the first time, but after it was reloaded properly the device (black trigger handle) broke again; the fourth device was used and the handle broke. The procedure had to be completed by clipping and cutting manually. As per rep: " the surgeon had not used this instrument for a very long time. The rep was called into surgery after surgeon had tried the first two instruments. The rep could tell that the tissue bites were too large and asked the surgeon to take smaller bites which seemed to help when he used the third gun, but the surgeon still had problems after this suggestion."